Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station rh_page experienced a black screen condition that rendered the system unresponsive. Multiple ctrl+alt+del attempts were unsuccessful, and a hard reboot was required to restore functionality.however, there were no delays or adverse events or injuries reported based on this event.